Event description:
In main or during surgery, doctor was using echelon flex 45 articulating endoscopic linear cutter stapler and the product had a malfunction. While trying to fire the load it was stuck on the tissue and would not fire or open then when the doctor was able to get the stapler was bent inside. Notified vendor.